Event description:
The patient reportedly experienced poor performance and elected to proceed with revision surgery for a technology upgrade. The patient's device was explanted. The patient was reimplanted with another cochlear device. The patient is reportedly doing well with the new device. Advanced bionics is in the process of gathering more information. Once more information is available, a supplement report will be submitted.